Manufacturer narrative:
D2b - additional pro code (product code): lit. E1 - initial reporter city: (B)(6). G4 - additional premarket / 510(k): k141597.

Event description:
It was reported that balloon ruptured occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified common iliac artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During first inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.